Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the boston scientific representatives were unable to reprogram, recharge and connect to the patients implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2023.

Event description:
It was reported that the boston scientific representatives were unable to reprogram, recharge and connect to the patients implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.